Event description:
It was reported that following a breakfast meal announcement after recent training, the user experienced hypoglycemia with a lowest blood glucose of 56 mg/dl and ilet low alerts occurred; the event was corrected with oral carbohydrates including juice and crackers, and blood glucose recovered to 81 mg/dl within about 20¿30 minutes. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed a cause that remained unclear. It was concluded that the event was user-corrected and non-serious, with no device malfunction identified and cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.